Manufacturer narrative:
Lot number ¿ 18k034, 18m016, and 19a035. Of the four reported events, all four units were received at the plant for evaluation. For three of the returned units, visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed at the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified for the three units. The samples were found to be conforming product. For one of the four reported events the sample was received at the plant for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, no flow was observed from the luer. Microscopic inspection revealed that the cause of the flow issue was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the luer. The cause of the air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four small volume infusors did not flow. Two of the devices did not flow during infusion, and the other two devices did not flow during prime. Of the 4 events, two involved a patient with no patient consequences and two did not involve a patient. No additional information is available.